Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no ensite case study was received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2020-00533, 3005334138-2020-00527. During an epicardial ventricular tachycardia mapping procedure, a pericardial effusion occurred. While mapping the epicardium, the patient became hypotensive and an echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues detected with any abbott device.